Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical inc. (Isi) received the iesu for failure analysis investigation. The unitt was analyzed and the reported problem was confirmed using remote fe 25913. Upon visual inspection, no issues were found that would be related to the reported event.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure the staff is getting c-34 messages. The clinical sales representative (csr) spliced in the customer to the call, site tried power cycling and hard cycling iesu but issue persisted. The technical support engineer (tse) advised bringing in a third-party esu, site is checking to see if they have one and are continuing with bipolar energy. The staff had located the third-party generator and the cable. They had connected the generator to the tower but had a red light. Tse confirmed the cable connected was the incorrect cable with ft10. Caller had the covidien force triad and was able to locate the correct cable (p/n 371716) once connected, the generator was power cycled, the surgeon confirmed the generator, and the surgeon was now able to control monopolar energy.